Manufacturer narrative:
Qn#(B)(4). The customer returned one 7fr ptd catheter with a non-arrow swg inserted and a lidstock for evaluation. Visual examination revealed the orange basket lumen was partially pulled/separated from the basket assembly. One of the basket wires was also separated. A small portion of the orange lumen was adhered within the basket tip or distal basket welding. The ptd basket was not able to advance and retract in the ptd sheath due to the damage to the basket. The ptd catheter assembly was attached to a lab inventory rotator. When the button was pressed, the assembly tied to rotated but was sticking to the inside of the catheter body. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "potential fatigue failure of ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. When using the ptd within the apex of a forearm loop graft, limit operation to 3 minutes or less to reduce the potential for basket failure. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e., radius of loop graft, radii < 3 cm)". The customer report of a separated inner lumen was confirmed by complaint investigation of the returned sample. The orange lumen was partially pulled from the basket assembly and contained minimal damage, indicating that the lumen was not properly secured within the device. The ptd assembly was not able to pass functional testing due to the basket damage. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Event description:
The customer reports: the orange piece came forward leaving the basket exposed. Doing a thrombectomy, no injury, device removed and replaced with new basket and wire. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Th customer reports: the orange piece came forward leaving the basket exposed. Doing a thrombectomy, no injury, device removed and replaced with new basket and wire. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.